Manufacturer narrative:
Evaluation summary: three opened 25 ga trocar hub/cannula assemblies were received for the report of a trocar valves were leaking. The returned samples were visually inspected and all three were found to be conforming. For one of the final lots, seven 25 ga valve entry trocar lots were used to make up the final lot. A device history record review for each of the 25 ga valve entry trocar lots was conducted. According to the device history record reviews, two lots were reprocessed for anomalies that could not have contributed to the customer complaint. The device history record reviews do not point to a root cause because the lots were reprocessed and the product was released according to the product¿s acceptance criteria. Five lots had no anomalies. For the other final lot, nine 25 ga valve entry trocar lots were used to make up the final lot. A device history record review for each of the 25 ga valve entry trocar lots was conducted. According to the device history record reviews, four lots were reprocessed for anomalies that could not have contributed to the customer complaint. The device history record reviews did not point to a root cause because the lots were reprocessed and the product was released according to the product¿s acceptance criteria. Five lots had no anomalies. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. Although the returned samples for this complaint were conforming, a root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. This complaint reported lot includes affected manufacturing lots. The post assembly inspection has been discontinued. An effectiveness check has been established and will be monitored periodically.

Manufacturer narrative:
A sample has been received at manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A doctor of ophthalmology reported a case of leaking trocar during surgery. There was no patient harm. Additional information has been requested and received. This is one of two reports being filed for this facility. This report is for the event that occurred on (B)(6) 2015.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)